Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient was reportedly a child; however, the patient¿s age was not available for reporting. (B)(4). The subject device is not considered to have been implanted since it broke during surgery. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a fifth metacarpal fracture on (B)(6) 2016, a cortex screw broke just under the head during tightening. It was reported that the surgeon had used a 2.4mm screwdriver to tighten the reported screw. It is unknown if the shaft of the broken screw was retained in the patient's bone or was able to be removed. The surgeon completed the surgery using a 1.5mm screwdriver to insert and tighten the remaining screws without incident. The surgery was successfully completed with a 10 minute delay. There was no adverse consequence to the patient reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 4. Apr 2016, e-mail from affiliates from (B)(6) 2016 states that no fragments were generated. Surgery was successfully completed with same sized screw wich was used instead.

Manufacturer narrative:
Product investigation summary: the article 400.810s was received for investigation. The complete length of the threaded shaft is broken off. A microscopic examination of the complained screw shows that the threaded tip and shaft are badly worn. The recess, however, is in good condition. Because of the damage, the complaint relevant dimensions cannot be checked against print specifications. The manufacturing documents show that the production procedure was followed according to the specifications and that there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacture and distribution in (B)(6) 2014. Failure in the material or with production could not be detected. Unfortunately, the exact cause of this complaint cannot be determined. Based upon the damage on the thread, it is likely that the screw came in contact with other metallic parts. This occurrence, in combination with a mechanical overload situation (by using the wrong screwdriver), has likely caused the breakage. As these screws are very small and quite fragile, a lot of care is required while handling. Users are encouraged to refer to technique guide. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.